Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation to her left leg and is receiving unwanted rib stimulation. The targeted pain pattern is bilateral legs and effective therapy was never established after implant. Xrays showed no anomalies. The sjm representative met with patient and reprogrammed the patient and was able to obtain effective stimulation in the right leg but was unable to obtain left leg stimulation. The patient is to contact the sjm representative when she desires additional programming and may consult with her physician regarding further interventions for this issue.